Manufacturer narrative:
Device was returned for investigation. It was reported that one photo was shared by the customer, showing the affected item inside a plastic bag, but anomalies or leaks were observed. One unknown spiros connected to an unknown extension sets were returned for evaluation. As received, the spiros came disconnected from the unknown extension set and the spinning mechanism was already activated. The shear tab was correctly activated and no damage on the splines were observed. The residual torque and the female and male luer met the product and iso design specification. The complaint of leaks was able to be confirmed. The probable cause of the disconnection is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
The event involved a report that, when attempting to attach a spiros to the end of an alaris pump set, the user was unable to complete the task, resulting in a chemo spill on the floor. The customer stated they believe this was due to user error. There was no reported patient involvement, and no patient harm occurred.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.